Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 19 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by bolus with intravenous drip. The customer report did not allege under delivery on insulin pump. Customer reported that the retainer ring was damaged. The reservoir was not able to lock in place. No harm requiring medical intervention was reported. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
On (B)(6), 2022, customer reported to medtronic that she went to the emergency room due to having a low blood glucose and was hospitalized on (B)(6), 2022 at 19:00 with a low blood glucose of 19mg/dl and was treated with an intravenous infusion. No symptoms were documented. Customer also reports that when changing the infusion set the retainer ring was cracked and the reservoir was not able to lock in place when inserted into the insulin pump. Customer was using the insulin pump at the time of the event, but auto mode was not active.

Manufacturer narrative:
Retainer ring = missing. Customer returned insulin pump for an alleged cosmetic damage located at the retainer ring, visit to emergency room and was hospitalized for low blood glucose values found on 06-aug-2022. Also, on (B)(4), svn#: (B)(6). Customer returned insulin pump for an alleged was hospitalized for high blood glucose values found on 07-jan-2020, on (B)(4). Svn#: (B)(6). Customer returned insulin pump for an alleged lost sensor alarm found on november 26, 2019, on (B)(4), svn#: (B)(6)- customer returned insulin pump for an alleged insulin pump/transmitter/sensor communication anomaly found on november 18, 2019 and on (B)(4), svn#: (B)(6). Customer returned insulin pump for an alleged failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm found on november 03, 2019. Insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The insulin pump was monitored for several hours and no failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from may 20, 2022 to october 06, 2022. There was no data available to verify power error 25, low battery alert, power loss alarm, failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm in the formatted history file for the event date of november 03, 2019. The insulin pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The insulin pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected lost sensor connection alarms or sensor errors/anomalies were noted during testing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.2 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and delivery accuracy test) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high blood glucose values and low blood glucose values. Lost sensor alarm was not confirmed. Insulin pump/transmitter /sensor communication anomaly was not confirmed. Failed battery alert/battery failed alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.